Event description:
It was reported that a patient (pt) had a break in aseptic technique, during peritoneal dialysis (pd) therapy, which resulted in peritonitis. It was reported by the consumer, that the patient "had infection in the bag in her stomach" (further details, date of occurrence, and treatment not provided). On an unreported date, the pt experienced abdominal pain and cloudy effluent. Subsequently, the pt was diagnosed with peritonitis. On an unreported date, the pt began treatment for the peritonitis with long-term amoxicillin (500 milligram tablets, orally, 1 tablet per day for six months). Concomitant therapy was not reported. About one month after initial diagnosis, the pt was hospitalized for three days for abdominal pain related to the peritonitis. Thirteen days later, the pt was hospitalized again for two days for abdominal pain related to the peritonitis. One day after being discharged from the last hospitalization, dianeal therapies were withdrawn and the pt was switched to hemodialysis. The pt would not agree to have her catheter removed (details not provided). At the time of this report, the pt had not been retrained on proper aseptic technique. Seventeen days later, the pt was hospitalized for two days due to abdominal pain related to the peritonitis. Eleven days later, pt was hospitalized for one day due to abdominal pain related to the peritonitis. However, the treatments were not reported for the hospitalizations. At the time of this report, the pt was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error, which was reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.